Event description:
It was reported the "flushing pump not working, the motor does not work." There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d4, d8, d9 - device available for evaluation, e1, g4, h4, h6, h10, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. The pump head was replaced due to irrigation pressure failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was repaired by olympus field service personnel. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the "flushing pump not working, the motor does not work." There were no reports of patient harm.